Event description:
It was reported that during service evaluation, the device was not able to operate on ac or battery power and the battery couldn't be recharged. No patient involved and there was no further information.

Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation. A visual examination found no defects, the functional evaluation established a relationship between the reported event. The device was unable to charge or operate on mains power, with the root cause identified as the power entry cable. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances, which are being monitored to determine if additional actions are required. This investigation is now complete with no further actions deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.